Manufacturer narrative:
The distributor communicated that dr. (B)(6) had 3 potential infections occurred with minibunion usage. The surgeon confirmed that one of cases performed on (B)(6) 2020, the (B)(6) female had osteomyelitis. Two (2) case reports are from (B)(6) 2020 as it is unclear which case experienced this event. Hardware was removed approximately 3 ½ weeks after the initial surgery. The patient was placed on oral antibiotics and the infection did not resolve. The patient had 6 weeks of IV antibiotics and was admitted to the hospital. The surgeon also had to perform a secondary closure after the hardware removal. Patient underwent hardware removal, was admitted to the hospital, and had 6 weeks of IV antibiotics to resolve the infection. The part number and lot number associated with the event is unknown. The surgeon performed 4 cases; 3 cases included a single lot. Part number 3100-2716nl lot 510023 with available parts. Cytotoxicity, endotoxin and bioburden testing was performed and met acceptance criteria.

Event description:
The distributor communicated that dr. (B)(6) had 3 potential infections occurred with minibunion usage. The surgeon confirmed that one of cases performed on (B)(6) 2020, the 65 yo female had osteomyelitis. Two (2) case reports are from (B)(6) 2020 as it is unclear which case experienced this event. Hardware was removed approximately 3 ½ weeks after the initial surgery. The patient was placed on oral antibiotics and the infection did not resolve. The patient had 6 weeks of IV antibiotics and was admitted to the hospital. The surgeon also had to perform a secondary closure after the hardware removal. Patient underwent hardware removal, was admitted to the hospital, and had 6 weeks of IV antibiotics to resolve the infection.